Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet japan on 15 apr 2020 revealed no abnormality as a result of inspection. Repair of the device was not performed because the device worked within specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. A definitive root cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the skin graft mesher was in need of repair for it does not properly mesh. Event occurred during surgery, no harm and no delay. Alternate device available and used to complete surgery. No adverse events were reported as a result of this malfunction.